Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, this patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Pre-treatment computed tomography angiography (cta) determined that the maximum diameter of aortic aneurysm/lesion was 61.5mm. Follow-up cta determined that the aneurysm enlarged from 64mm on (B)(6) 2013 to 83mm on (B)(6) 2017. Additionally, on (B)(6) 2017, a type ii endoleak from lumbar collaterals was noted. On (B)(6) 2017, the patient underwent the embolization procedure with onyx and platinum coils. The patient tolerated the procedure and was discharged home the same day. On (B)(6) 2017, follow-up cta showed that the aneurysm size was 83mm. No further adverse events have been reported.